Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to heart rate up to 140bpm and palpitations. Upon review, it was found that, this crt-d delivered right atrial (ra) pacing that occurred at the same time as right ventricular (rv) sensing, leading into ra undersensing and left ventricular (lv) pacing inhibition, resulting in rv pacing being delivered in a potentially arrhythmogenic portion of ventricular repolarisation. The technical services (ts) discussed reprogram options to prevent this escenario. Additionally, this crt-d recorded a lead safety switch (lss) and exhibited a sudden low pacing impedance out of range in the non boston scientific ra lead. The patient exhibited tachycardia episodes up to 130bpm, twice during device check, lasting approximately 15-20 seconds. During the follow up check, noisy signals oversensing on the ra lead were seen with provocation testing in unipolar ra sensing and also loss of capture (loc) was observed. The ra lead was reprogrammed to bipolar sensing and pacing left unipolar. It is suspected an insulation break on the ra lead. The patient was hospitalized. This crt-d remains in service. No adverse patient effects were reported.